Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 30% to 100% then back down to 10%. Customer reported blood glucose level was 140 (mg/dl). Review of the pump history with the customer was unable to confirm the battery fluctuation. There were no pump data logs available for review. Reportedly, the customer will continue to use the pump for insulin therapy.